Manufacturer narrative:
(B)(6)

Event description:
It was reported that the spider was draped with switch drape in usual fashion and the black connector was plugged in. The spider kept decompressing when the black connector of the switch drape was inserted but worked fine with the foot pedal. The connection looks like it is missing a piece. There was a backup device available to complete the procedure and no patient injuries were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the spider kept decompressing when the black connector of the switch drape was inserted. A visual inspection was performed and showed the switch drape has been used in the field. Functional inspection was performed in the digital operating room and when the switch drape was attached to the spider 2 it functioned as intended with the switch and foot pedal. There was no issue observed with the black connector. No manufacturing related defects were observed.